Manufacturer narrative:
Taper ii. (B)(4). The access port connector and lap-band system associated with this report has not been returned and was discarded after surgery by the explanting facility staff. Based on the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. The explanting facility staff discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Erosion, infection and dysphagia are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Surgeon reported pt presented with infection and obstructive symptoms - erosion noted on egd. Lap-band system removed and discarded. The device will not be returned. It was not replaced at this time, but is planned to be at a later time. Follow-up findings: pt was unable to eat solid food. Pt was admitted to hospital for treatment.